Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). Other devices used: catalog #00500105728, multipolar bipolar cup liner, lot #62730684; catalog #00500105700, bipolar metal shell, lot #63102331 this report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to a draining hematoma.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Review of the device history records did not find any deviations or anomalies. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The patient activity level and adherence to rehabilitation protocol is unknown. Product history search revealed no additional complaints against the related part and lot combinations. A definite root cause cannot be determined with the information provided.